Event description:
It was reported that while in the cath lab the md inserted the sheath via the femoral artery. The intra-aortic balloon (iab) was prepped per instruction. As the md was advancing the iab into the sheath the membrane began to unwrap and got stuck in the sheath. The iab with the sheath were removed as one unit. Another iab was inserted through a sheath with success. There were no reported patient complications.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.